Manufacturer narrative:
The field service engineer found the vacuum line was blocked causing poor vacuum. He cleaned the vacuum line and valves. He verified the vacuum was then working properly. Calibration, qc, and precision testing were within specifications. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 results for two patient samples from the cobas 6000 c501 module. The samples were repeated on another analyzer. Sample 1 initial sodium result was 90 mmol/l and the repeat result was 137 mmol/l. Initial potassium result was 2.46 mmol/l and the repeat result was 4.1 mmol/l. Initial chloride result was 60 mmol/l and the repeat result was 102.5 mmol/l. Sample 2 initial sodium result was 114 mmol/l and the repeat result was 142 mmol/l. Initial potassium result was 3.43 mmol/l and the repeat result was 4.34 mmol/l. Initial chloride result was 82 mmol/l and the repeat result was 104.9 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.